Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated twice at 14 atmospheres for less than 30 seconds; however, the balloon ruptured during the second inflation. The device was removed and a pinhole was noted. The procedure was completed with another of same device. There were no patient injury reported and the patient condition was good.